Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately a week post implantable pulse generator (ipg) replacement the patient developed a pocket hematoma. Surgery was performed for hematoma removal and upon subsequent pocket examination significant insulation breach was noted  on the proximal end of the  right atrial (ra) and right ventricular (rv) leads. Lead repair kit was used to seal the area of fracture. The ipg system remains in use. No further patient complications have been reported as a result of this event.